Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the minicap transfer set and the titanium adapter which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. It was reported the disconnection occurred prior to starting treatment. It was reported the patient ¿fixed it¿ themselves by cleaning off the area of the disconnection and then reconnecting. The pd nurse reported that the patient did not report the event to the clinic until several days later. The cause of the disconnection was not reported. It was reported the transfer set was changed. It was reported the patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.